Event description:
Patient's mother contacted dexcom technical support on (B)(6) 2014 to report cgm inaccuracies compared to the patient's blood glucose meter on (B)(6) 2014. The device is not indicated for use in pediatric patients. The patient's mother also reported insertion in the bottom. The device is not indicated for insertion in bottom.at the time of the call to dexcom technical support, the patient's mother did not report any medical intervention or injuries.